Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced groan bleeding. This required surgical intervention, a suture was applied around the repositioning sheath. Additionally, two units of blood products were given to the patient. The patient continued on impella support and ultimately survived.

Manufacturer narrative:
D6b: the date of explant is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: access site bleeding: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of pump stop and access site bleeding has been completed. The pump was returned and evaluated. No logs were provided. No abnormalities were found with the returned repositioning sheath. Based on the clinical details, the patient had bad, calcified vessels. The cause of the bleeding was most likely patient condition related due to reported calcified vessels. A large purge gap indicating bearing wear was found on the returned pump. No other abnormalities were found. The root cause of the pump stop was bearing wear. The pump stop occurred beyond the 8 day impella cp indication for use per design trace matrix.

Event description:
Additional information was received that while the patient was on support, a pump stop occurred. The pump was restarted and support was continued despite the staff advising to replace the pump. Furthermore, the pump eventually stopped again and it was unable to be restarted. The impella cp was pulled back and the patient was stable.

Manufacturer narrative:
B.1 additional information was received. Therefore, adverse event or product problem was updated to reflect both. B.5 additional information was received and added. D.6b explant date was added. D.9 updated as the pump was returned. H.6 new codes were added due to new information that was received. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ e.1 facility name and city were incorrect on initial manufacturer device report number 1220648-2024-24148 and were updated.